Event description:
A customer reported experiencing an error with their continuous glucose monitor, specifically cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support to reset the pump, which resolved the issue, allowing them to successfully start their sensor session.